Event description:
The account stated an operator received a probe stick from the architect c8000. The operator was cleaning the sample carousel area, while another tech was attempting to replace the sample probe. After replacement of the probe, the tech forcefully pushed down on the probe cover, which drove the sample pipettor downward and injuring the operator who was cleaning the sample carousel area. The clean new probe went through the operator's left hand index finger. The operator received a tetanus shot, x-ray, and keflex and neproxin antibiotics. The finger was placed in a splint to immobilize it.

Manufacturer narrative:
Laceration(s). Device handling issue. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, and the instrument service history. Ticket trending data was reviewed and found no atypical complaint activity that could be related to the described issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims for architect systems. Based upon the available information, no product deficiency was identified during this product evaluation.